Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer 3 pocket failure. The field service engineer stated that the issue was resolved by customer. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system drawers failed and not detected on bus. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.